Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then made unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device froze during testing. The customer further advised that the device was connected to a simulator and that the batteries had to be removed in order to power it off. As a result, defibrillation may not have been available if it were necessary. There was no patient use associated with the reported event.